Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.